Manufacturer narrative:
The factory has not yet received the device for evaluation and this complainant is still under investigation.

Event description:
The customer reported that the unit failed the shift test for a battery problem. A "service unit" message was displayed.